Event description:
Patient reported right side, "physical exhaustion", "difficult to sleeping and concentrating", "dry mouth", "thyroid cancer", and ¿after the breast augmentation, had a feeling that she didn¿t have before, it never felt normal, it feels like a squeezing". Later healthcare professional reported "capsular contracture baker IV of breast implant", "pain", "discomfort", "impairing sleep", "papillary ca of thyroid" and "asia syndrome". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.